Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the grip base. A piece approximately 17.43mm was found to be broken off. The broken piece was returned with the instrument.

Event description:
It was reported that 8mm force bipolar instrument had a broken tip. There were no reports of patient injury.